Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1600494 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the handle stops during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. This was repeated with the same result. One clip was successfully applied to over-stressed surgical tubing. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Although all three remaining clips were able to fire properly, the broken ratchet could prevent the clips from properly loading into the jaws. The reported complaint of "handle stops" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were other remarks: able to properly load into the jaws of the device and close. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the remaining clips properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the handle stops during use. There was no patient injury.